Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the patient presented after receiving multiple shocks. The rhythm started as atrial fibrillation (af) with rapid ventricular response and then accelerated to a dual ventricular rhythm. The shock impedance measurements were 87 ohms. The device was explanted and upgraded to a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement of more than 200 ohms. Boston scientific technical services (ts) then suggested to perform a chest x-ray to evaluate the cause. Additional information indicated that the cause of high out-of-range shock impedance measurement was not conclusively determined. No plan at this time for this patient. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.